Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced performance decrement, poor sound quality with worsening vertigo and tinnitus symptoms. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.